Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported difficulty removing the device from the stent could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, (B)(6), instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified proximal left circumflex coronary (lcx) artery that was 99% stenosed. After pre-dilatation, a 4.0 x 15 mm non-abbott stent was deployed in the ostium part of lcx. Post-dilatation of the proximal part of stent, was performed with a 4.5 x 8 mm nc traveler balloon twice and up to 18 atmospheres. After the balloon deflated with negative held about 10-15 seconds, the nc traveler was attempted to be removed from the anatomy; however, got stuck on the stent. The nc traveler balloon was inflated and deflated in an attempt to get it off the stent, but remained stuck. A new guide wire (gw) was advanced to peripheral part of the lcx artery. The balloon catheter that was used for pre-dilatation was advanced over the gw. Then, the distal part where the stent and nc traveler balloon remained stuck was dilated with the other pre-dilatation balloon; thereafter the stent and nc traveler were no longer stuck and the balloon was retrieved from the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.